Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify an error in the motor was detected by reading unexpected value from hall sensor alarms due to blank display. Also, received with moisture damage on the motor and force sensor.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 193 mg/dl. The customer also reported that the insulin pump had pump error alarm. The customer also reported that the insulin pump was exposed to moisture. The customer was advised to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. Customer also stated that insulin pump was not exposed to a high magnetic field. The customer reported that they were able to clear the alarms. The also stated that they were able to rewind the insulin pump. Customer passed the displacement test. Customer also stated that alarm occurred during basal delivery. The customer stated that display was not blank less than 30 seconds. The customer stated that display was currently blank. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.